Event description:
The customer reported the screen becomes noised during maintenance involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.